Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The devices are equipped with a safety interlock which prevents the handle from being squeezed a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the stapling of the pharyngeal pouch. The procedure was being performed down a laryngoscope. The stapler was being applied across the tissue of the pouch. The jaw closure lever was closed but the handle would not fire. The surgeon was able to place the tissue into the instrument jaws and close the black lever on the top of the device. He then released the white safety lever but could not squeeze the handle closed. There was no problem loading or unloading the device. The stapler was not able to fire. The jaws of the device did not lock onto the tissue. In order to resolve the issue and complete the case, the instrument was removed and replaced with an ethicon equivalent atw35. There was no patient harm. The patient status is alive, no injury.